Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 3.7, re-test: 1.4, doctor's coagucheck: 3.1. All tests done on the same day within minutes of each other.

Manufacturer narrative:
Investigation pending.